Manufacturer narrative:
Ps313597 device 1: lot number 2100700676 device 2: lot number 2100722215 method: the two complaint (B)(4) infant dual heated evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where they were visually inspected, pressure tested and submerged in a water bath to test for location of leak. Results: device 1: visual inspections showed no signs of damages to the breathing circuits. The pressure tests revealed that the device was within specification. Device 2: visual inspections showed no signs of damages to the breathing circuits. The pressure tests revealed that the device was outside of specification. A waterbath test showed that the location of the leak was at the swivel duckbill. Conclusion: device 1: we are unable to determine what may have caused the leak as reported by the customer as no fault was found with the complaint device. Device 2: we are unable to determine what may have caused the leak from the swivel duckbill. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuits would have met the required specifications at the time of production. The user instructions that accompany the rt266 also state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A distributor on behalf of a healthcare facility in south korea reported that two rt266 infant dual-heated evaqua2 breathing circuits failed the leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4) the complaint rt266 infant dual heated evaqua2 breathing circuits are currently en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor on behalf of a healthcare facility in (B)(6) reported that two rt266 infant dual-heated evaqua2 breathing circuits failed the leak test before use. There was no patient involvement.